Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08017, 2017865-2019-08018. It was reported that the patient presented in clinic with no capture on the right ventricular lead. A chest x-ray indicated that the right atrial and right ventricular lead had dislodged. During the procedure, it was noted that the left ventricular lead had also dislodged. The atrial lead and left ventricular lead were revised. The right ventricular lead was explanted and replaced. The patient was stable before, during, and after the procedure.